Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to oversensing on the right ventricular (rv) lead. The noise was transient and no intervention was taken. The lead remains in use. No patient complications have been reported as a result of this event.